Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the jaws of the device would not accept the clip, and the clips would shoot forward. Another liked device was used to complete the procedure. There was no patient consequence.